Event description:
It was reported that the patient was experiencing inadequate stimulation, and that the leads displayed high impedances. The patient underwent a lead replacement procedure and was doing fine post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: unk-p-scs-linear_leads, model: null, serial: null, batch: null.